Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a broken conductor wire at proximal end at the connector. The instrument failed the electrical continuity test. This caused the instrument to failed seal test. There are no failure reported on the logs. No signs of thermal damage were observed. The complaint regarding the instrument was not sealing was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the vessel sealer extend instrument was not sealing. Customer opened a new one and issue resolved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.